Event description:
The customer received questionable results on creatine kinase, the mb isoenzyme short turn around time (ckmb-stat), troponin t short turn around time (tnt-stat) and human chorionic gonadotropin + the beta subunit (hcg+b) for three samples. Patient sample 1 had an original ckmb-stat result of 1.8 ng/ml, and a repeat result of 65.2 ng/ml. Patient sample 2 had an original tnt-stat result of <0.010 ng/ml, accompanied by a data flag; and a repeat result of 0.175 ng/ml. Patient sample 3 had an original hcg+b result of <0.1 miu/ml, accompanied by a data flag; and a repeat result of 99.4 miu/ml. The original results were reported outside of the laboratory. The original results were questioned by the physician and the samples were repeated on the same analyzer. The repeat results were considered by the customer to be the correct results. There were no adverse events. The ckmb-stat reagent lot number was 16868201 with an expiration date of 04/30/2013. The tnt-stat reagent lot number was 16887901 with an expiration date of 08/31/2013. The hcg+b reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative was unable to find a cause. He checked the instrument and completed performance testing. The results of the performance testing were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.

Manufacturer narrative:
The field service representative provided additional information stating he replaced the s/r mechanism. The s/r probe was found to be bent upon removal. The field service representative did software adjustments and mechanism checks to verify the operation of the mechanism. Upon follow up, the customer has had no further issues since the probe was replaced.